Event description:
It was reported, the telescope's light guide connector was loose. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6) hospital (added due to character limitation in respective field).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified.the device was not returned to olympus for inspection, the reportable malfunction was confirmed based on the information provided by the customer. Based on the results of the investigation, it is likely the following led to the malfunction: the reported failure mode/identified defects can be attributed to improper handling and application of excessive force, impact to the scope. Olympus will continue to monitor field performance for this device.